Event description:
It was reported there was a cassette alarm. There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. The event history log was reviewed. Functional testing was able to duplicate the reported problem. It was determined that the defective downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.